Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 438 mg/dl and shortness of breath. The husband reported that the customer changed the infusion set at least ten times prior to the event. The husband declined troubleshooting and requested a replacement insulin pump. Nothing further was reported.